Event description:
Allegedly plate broke in patient's foot approximately a year and a half later. Cause of plate breaking unknown.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01292.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. Photographic images made.evidence that product in specification when used.